Event description:
It was reported that during an implant procedure, the patient's right ventricular (rv) lead was found to be unable to capture the patient's heart, high capture thresholds were noted. Additionally, a cardiac perforation was noted, which resulted in discomfort to the patient caused by chest tightness, cardiac tamponade and pericardial effusion. Ultrasound imaging confirmed the perforation. The implant procedure was abandoned and the rv lead was not implanted. The patient recovered from the complications, and was reported to be in stable condition.

Event description:
New information received notes that there was no cardiac tamponade noted during the event.

Manufacturer narrative:
The reported events were loss of capture, high pacing threshold and cardiac perforation. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported events of loss of capture and high pacing threshold were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. Performed tip stiffness test and test results were in specification.